Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had discomfort at her ipg site. Her ipg allegedly sits directly at her waist line and wearing pants causes the discomfort. The physician plans to revise the ipg site to resolve the issue.